Event description:
During a cardiac ablation procedure using a therapy cool path duo ablation catheter, a pericardial effusion occurred. While ablating with the therapy cool path duo ablation catheter, a steam pop was felt by the physician post-procedure ultrasound revealed that pt had a small pericardial effusion, which did not require and additional intervention. The pt remained stable. There were no performance issues with any sjm device.